Event description:
On (B)(6) 2009, the pt reported that during the summer months his insulin infusion headset adhesive does not stick. He said, he sweats excessively when he is outside or working around the house. He said this has happened for many years and he always uses additional supplies to avoid having his headsets come out completely. He stated he has used prep wipes, sterile wipes, tegaderm and the sandwich technique, but the issue continues in the summer. He stated he did not have any of the infusion sets at issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.